Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 350cc textured mentor siltex round moderate profile saline breast implant has experienced postoperative left-sided implant deflation. As a result, the patient underwent explantation and replacement with 350cc mentor smooth round moderate profile saline breast implant, catalog # 3501655, left serial # (B)(4) on (B)(6) 2020.